Event description:
The user facility reported that the monitor to their hexavue custom room rack is experiencing glitches and freezing during patient procedures resulting in procedure delays. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the ethernet cable was loose. To resolve the issue, the technician reconnected the ethernet cable. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.